Event description:
It was reported in a journal article that six hour following the implant procedure of the subcutaneous implantable cardioverter defibrillator (s-ICD) the patient experienced an inappropriate shock. A post implant chest x-ray was not performed. Upon interrogation, an abrupt baseline shift with low signal amplitude was observed. Noise that was consistent with air entrapment was also observed. Therapy was programmed off in the s-ICD for 24 hours. When therapy was programmed back, review of the electrogram (egm) found that the noise was resolved. At the follow-up appointment it was noted that the patient had not experience any further inappropriate therapy. The s-ICD and electrode remain in service and no additional adverse effects were reported. The date of the incident is estimated. The serial number of the device and electrode are unknown at this time. An attempt to obtain the information from the author of the article is being made. No additional information is available. If additional information becomes available the report will be updated at that time. Iavarone, michele, et al. (2023). "Air entrapment as a cause of early inappropriate shocks after subcutaneous defibrillator implant: a case series". Indian pacing and electrophysiology journal, https://doi.org/10.1016/j.ipej.2023.02.001.

Manufacturer narrative:
No additional information is available. If additional information becomes available the report will be updated at that time.